Event description:
It was reported to boston scientific corporation that a gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (edg) with bleed procedure. According to the complainant, during the procedure the hemostasis catheter was used and pulled out. When it was inserted to be used again it was noticed that the tip of the probe was missing. The tip was not found, however, the physician had no concerns that the tip remained within the patient. The procedure was completed with another gold probe hemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).